Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
In an article, cementless total knee arthroplasty in patients older than 75 years, of a group of 134 patients (91 female, 43 male) with a triathlon press-fit tka consisting of a triathlon ps femur, triathlon cocr baseplate, and triathlon beaded pa coated patella, the following complications were reported: one tka with infection, treated with 2-stage revision.